Manufacturer narrative:
A clinical investigation was performed. The new information received from the peritoneal dialysis registered nurse (pdrn) on (B)(6) 2018 was reviewed. Per the pdrn, the fluid volume overload issues that the patient was hospitalized were not caused by peritoneal dialysis or any fresenius products. The pdrn could not provide any further information about the patient or event. Based on the additional statement from the pdrn, the liberty select cycler can be excluded as the cause for the fluid volume overload and hospitalization.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. The as-received treatment with reduced dwell times was performed on the cycler and passed. They cycler underwent and passed a system air leak test, valve actuation test, and patient sensor calibration check. The load cell verification was within tolerance. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. There is a temporal relationship between the patient pain and slow drains with subsequent hospitalization with diagnosis of fluid volume overload and pd therapy on the liberty select cycler. However, there is no documentation to show a causal relationship between the adverse event and the liberty select cycler. The patient reported that there was fibrin during pd treatments and his pd catheter required to be readjusted during his hospitalization. It is unknown if this was the cause of the fluid volume overload, however, it most likely contributed to the event. Based on the available information, the cause of the fluid volume overload cannot be determined. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced draining very slowly and also has fibrin. Patient also reported experiencing a large amount of paint while in fill 3 of treatment. The patient was advised to discontinue the use of their cycler and to follow up with their peritoneal dialysis nurse (pdrn). Patient advised they would continue treatment with continuous ambulatory peritoneal dialysis (capd). Upon follow up, the patient stated that they were unable to complete treatment and were hospitalized on (B)(6) 2018 for fluid overload. Patient stated while hospitalized his pd catheter was adjusted and continued therapy. Patient was discharged on (B)(6) 2018. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues.